Manufacturer narrative:
The co rep examined the system and observed that the footswitch would vibrate when connected, the co rep replaced the footswitch interface printed circuit board (pcb), and installed a new footswitch and cable. The system was then tested and met product specifications. The replaced interface pcb was returned for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that during surgery, the footswitch made a loud noise. They exchanged the footswitch and it worked for a moment, and then a loud noise occurred again. Another footswitch was borrowed from another location, and the surgery was completed after a 35 minute delay. There was no harm to the pt reported.